Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a calcified right common femoral artery was attempted with two proglide devices via a 6f sheath using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, after deployment of the sutures of the two proglides, there was resistance removing the needle plungers and there was resistance when pulling the suture. The sutures either broke or were lost as they were not retrieved. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to an 18f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported plunger retraction issue and suture detachment were not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.